Event description:
The customer reported that while running a hiv-1 p24 antigen assay, summit sample handler, did not pipette sample in well position d8 and no error message was given. A field service engineer was dispatched. No death or serious injury was associated with this event.